Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius assessed as surgical damage and observed opening on anterior side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Device has been explanted and replaced.